Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump infused without any irregularities, and no indication of over delivery was observed. The pump was found to meet its specifications and successfully passed accuracy testing. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k161667.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. No human harm or medical intervention was reported as a result of this event.

Event description:
The complaint was reported by a customer from france. Delivery issue.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
The complaint was reported by a customer from france. Delivery issue.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.